Manufacturer narrative:
PMA/510(k)#: an additional PMA/510(k)# is listed as k122558. (B)(4). Investigation summary: unconfirmed: no evidence provided. Investigation conclusion: the customer issued a complaint for a detached device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced safety device separation. The following information was provided by the initial reporter: the customer opened the packaging box on the spot and found that part of the pre-injection pen fell off and was damaged.